Manufacturer narrative:
A.1. A.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.

Manufacturer narrative:
A review of the complaints database revealed that two additional contamination events have been reported for this unit since its installation in 2016. According to the device instructions for use, the hydrogen peroxide level must be checked daily, and if this requirement is not met, the device must be drained. Deviation from this procedure may have contributed to the reported contamination. Livanova has implemented a strategy to progressively reduce the probability of bacterial growth in the heater-cooler device through multiple measures, implemented over recent years via dedicated CAPA activities and a field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See intial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned the following information: - the device was cleaned regularly as per the instructions for use; -the hospital does not use patient reusable blankets; - the water quality monitoring is applied and the h2o2 checked every day as prescribed by the IFU; - when the device is not used, it is stored full of water and h2o2 is not checked at weekends; - h2o2 is added when the water in the tanks is changed (each 7 days); - a disposable pall-aquasafe water filter with an 0.2 m membrane or equivalent performance filter is used for tap water; - prior to initial operation and prior to storing the heater-cooler surfaces and water circuits are disinfected; - the device surfaces are disinfected after every operation; - the 3t aerosol collection set is replaced after the allowed use period; - the device placed inside the operation theatre during use with the fan of the device positioned away from operating area at an estimated distance between the surgery field and the device of 3 meters; - it is unknown if the water source was tested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.